Manufacturer narrative:
A ge oec svc rep investigated the issue and the key switch was not fully engaged to allow operation. The customer was instructed to fully engaged key switch for proper system function. Suspect user error for issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had reported vertical lift column failure.